Event description:
Reportedly, the pacemaker involved in this MDR report was implanted and no anomaly was observed at the one follow up (lead parameters were good and no lack of pacing observed during the threshold test). However, the patient returned to visit the physician few days after because of recurrent fainting. Occurrence of blocked p waves was observed with presence of small episodes of faintness which tended to increase. The device was interrogated and showed good ventricular values for impedance and sensing, but surface ECG showed pacing/ capture issue. The lead was then repositioned (ventricular lead impedance at 540 ohms, detection at 7 mv and pacing threshold at 0.4 v). The pacemaker was reconnected to the lead but pacing/ capture failure remained. The lead was checked again and proper anchoring of the lead's setscrew was confirmed. The physician decided not to keep the pacemaker implanted, which was returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.